Manufacturer narrative:
Correction: the correction patient identifier is (B)(6) as previously reported. This report is filed april 30, 2014. The implanted device remains.

Event description:
It was reported that the recipient was hospitalized (B)(6) 2013 due to severe vertigo and balance issues occurring post operatively. The patient was released from the hospital (B)(6), 2013.

Manufacturer narrative:
(B)(4): implanted device remains.